Event description:
It was reported that the vertical column on the 9800 system would not go up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the power supply. The system functions as intended.